Event description:
Acucise endopyelotomy: "when the acucise was in position ready to start the cutting process of the acucise and the contrast was injected balloon the surgeon noticed a give in the balloon and no resistance with the injection. On removal of the acucise, we checked the acucise device and could see the contrast leaking from the front end of the device."